Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A balance middle weight (bmw) hydro guide wire was used with a non-abbott balloon catheter and after one inflation, the balloon could not be removed from the bmw. The bmw and balloon catheter were removed as a single unit. The procedure was successfully completed with an unspecified guide wire and an unspecified balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.